Manufacturer narrative:
Concomitant medical products: (3)spm sets; (2)bd plastipak 50ml syringes, therapy date (B)(6) 2016. The customer¿s report of devices shutting down was confirmed. Physical inspection noted dried film or contamination and corrosion on the iuis of the affected devices. Review of the pcu event log showed that the channel disconnect alarms that occurred during the reported patient event occurred on devices attached to the right side of the pcu. These disconnects could not be reproducing during lab testing, even with vigorous physical manipulation of the devices. During lab testing, channel disconnects were replicated on devices attached to the left side of the pcu. Functional testing was performed and the devices passed all tests. The cause of the devices shutting down was determined to be contamination of the iui connectors. During the reported event channel disconnects occurred on the devices attached to the right side of the pcu however during testing by the facility biomed and by bd customer advocacy the channel disconnects occurred on the devices attached to the left side of the pcu.

Event description:
The customer reported that "when left side (pump a and b) are bumped pump shuts down. We were able to recreate this in our lab". Other than the date of event and that it occurred in ICU there is no other information available. There was no effect on the patient from this event.